Event description:
The handpiece is breaking the capsular bag by grabbing tissue during surgery. This occurred in four separate cases. In each case a vitrectomy was performed and the procedure was completed with no further problems.